Event description:
The customer reported that during a case when moving the interconnect cable, the c-arm mainframe shut down. Customer was able to reposition the cable and reboot to complete the case.

Manufacturer narrative:
The service rep found 1 pin on lemo connector bent in. He repaired pin in lemo connector and booted system up. The rep moved the interconnect cable and c-arm mainframe shuts down. The interconnect cable has intermittant brake in cable at molded connector near mainframe. The system is end of life and parts are not available. The service rep gave the customer parts source pohone number and part number to try and get part from them. The system is unrepairable from ge oec.